Manufacturer narrative:
This report is associated with (B)(4) corega tabs. Corega tabs are marketed as polident in the us.

Event description:
Accidental ingestion [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received denture cleanser (corega tabs) tablet for drug use for unknown indication. On an unknown date, the patient started corega tabs. On an unknown date, an unknown time after starting corega tabs, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was not reported. It was unknown if the reporter considered the accidental device ingestion to be related to corega tabs. Additional details: product is contraindicated to ingestion. The consumer reported that she and her son ingested corega tabs accidentally, because both confused with another medicament. Her son did not experience any adverse event. This case has linked with (B)(4).